Event description:
A report was received that the patient was receiving an error code on the remote control. Several troubleshooting attempts were made to reset the ipg and clear the error code, but were unsuccessful. The physician has elected to revise the ipg.

Manufacturer narrative:
Additional information received indicated that the patient's ipg was explanted. A new ipg was implanted and the patient was reportedly doing fine. A returned product analysis indicated that the error code 000000200000 which translates to digital ic: data ready timeout, has been confirmed. The digital ic data ready timeout prevented rc and bionic navigator communication. Once the error code is cleared, device exhibits normal characteristics.

Event description:
A report was received that the patient was receiving an error code on the remote control. Several troubleshooting attempts were made to reset the ipg and clear the error code, but were unsuccessful. The physician has elected to revise the ipg.